Manufacturer narrative:
.

Event description:
It was reported on (B)(6) 2016 that the vns patient passed away. No known causes or relationship to vns was provided from the office. No further relevant information has been obtained to date.